Event description:
It was reported that whilst demoing to surgeon, handle kept sticking on return and fired initially closed clips and then open clips. No patient involved.

Manufacturer narrative:
(B)(4). Additional information: this was my demo device whilst discussing product complaints with the surgeon, therefore not used on a patient. Which firing of the device did this event occur on? Demo device. What vessel or structure was the device fired on at the time of the event? Na as above. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? The firing trigger did not return to its original position smoothly and with a jolt would force the clips out of the jaw in the open position. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? New device opened to demo. Was the device fired after this incident in or out of the patient? Na. What were the indications for surgery? What was found? Na. Does the patient have any relevant history of surgical treatments? If so, what? Na. Did somebody other than the primary surgeon fire the instrument? If so, whom? Na. The analysis results found that the device was received in good visual condition with the jaws properly aligned. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.